Event description:
Customer contacted beckman coulter inc. (Bci) regarding negative hepatitis b core antibody (hbcab) results generated by the access® 2 immunoassay system for one patient. A patient sample was tested gave a result of 0.63 and upon repeat the result was 0.60. When tested on two alternate methodologies, the results obtained were reactive (the actual results were not supplied). The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Bci cpls (customer product line support) confirmed the negative results the customer obtained. Qc was within the customer's established ranges. System check performed in 2009, passed within specifications. It is not indicated that service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.